Manufacturer narrative:
H6-code 4112: dicom imaging series have been provided for investigation. H6-code 213: the imaging evaluation summary states the following: there appears to be heterogeneous densities throughout the aorta and visceral vessels. There are numerous densities but only four are marked as examples. The left renal appears to be patent. Additional image of a non-gore device implanted in the aorta with many similar densities. These densities appear to be in the lumen and device boundaries. All vessels appear to be patent.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. Dicom imaging series have been requested for investigation. They are being sent to gore for evaluation. The device remains implanted in the patient. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type IV (bevar) with a zenith® t-branch® thoracoabdominal endovascular graft (cook medical). Gore® viabahn® vbx balloon expandable endoprostheses (vbx device) were used to extent the branches in the left renal artery, the celiac artery and the superior mesenteric artery via axillary percutaneous cut-down. The vbx devices were successfully navigated to their intended locations and deployed as intended. All vbx devices were patent at the end of the procedure. On (B)(6) 2019, a post-operative computed tomography angiography (cta) showed, that vbx device, which was implanted in the left renal artery, was partially thrombosed, with no clinical signs. Reportedly, all other implanted vbx devices were patent. They performed a dual antiplatelet therapy to resolve the thrombus without sequelae. It was reported, that the patient is fine with normal renal function and no impairment.